Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field: h4 the device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event could not be identified because the device was not returned.. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii xenon light source, front panel is flashing. The event occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Technical assistance center spoke to the customer and instructed them to power off and exercise tab at 12 o'clock on the scope socket. Power on, continued to flash. The customer was then transferred customer solutions to send in the device for repair. The customer will be sending in the device for repair. To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.